Manufacturer narrative:
Additional information was added to h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. The event history log was reviewed. An infusion for fentanyl with vtbi of 80ml started on 1/19/25. From this date to the reported event date, various infusions of fentanyl at varying rates and vtbi occurred, including an infusion with a vtbi of 90 ml with rate 5 ml/hr which began on 1/21 and ran into 1/22. Multiple downstream occlusion alarms were found during this infusion. The device was not placed in standby mode prior to the reported infusion. No secondary infusions were programmed on or around the event date. The reported condition was verified. In the absence of the actual device the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not infuse. Additionally, multiple downstream occlusions were noted; however, the pump did not alarm. This was observed during infusion with fentanyl at 5ml/hr and a volume to be infused (vtbi) of 80ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.